Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the problem by viewing the error log. The error was reproduced by attempting to initialize the aia-2000 instrument. The fse replaced the washer 3-way solenoid valve to resolve the issue. The instrument was validated by running quality control (qc) material. The qc results passed and were within published ranges. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 05mar2018 through aware date (B)(6) 2019. There was one similar complaint identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: 2239 b/f probe 1 purge failure. Cause: the overflow sensor failed to detect liquid even after the washer was purged. Solution: air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. The probable cause was due to the failure of the washer 3-way solenoid valve.

Event description:
A customer reported getting error message 2239 b/f probe 1 purge failure on the aia-2000 instrument. Technical support (ts) instructed the customer to prime the wash solution, which resulted in an error 2239. The customer then checked the tubing which was not pinched, replaced the b/f probe tip, and dried the wash well. However, the 2nd prime resulted in error and there was no liquid in the bf wash probe tubing. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.